Event description:
In 1991 pt developed hives and itching on her hands and breathing problems. Later on, pt developed angioedema and anaphylactic reaction. It was confirmed by a blood test that, pt was allergic to latex products. Dr. Prescribed benadryl, epinephrine and solumedrol. Pt is actually taking steroids and antihistamines. Pt stated that these medications have been helping to relieve the symptoms. Pt is no longer working as an rn.